Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 223 mg/dl. The customer stated that the middle and down button was unresponsive. Customer stated that the pressing the menu button takes the customer to the menu screen but the up arrow allows them to the navigate screen. Customer also stated that the buttons pressed may be delayed or failed to respond if pressing too rapidly. Customer states an alarm was in progress at the time the button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.